Event description:
It was reported that a folfusor leaked. The leak was observed on the outside of the bladder after it was filled. The device was filled with an unknown fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.